Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up reort will be filed upon completion of the evaluation, or if any additonal details become available. This report represents all informatin known by the reporter at this time. A 2 yr review of the product reporting database reveals no other reports, similar in nature, on the reported serial number.

Event description:
The facility reported a fail code 570 during patient infusion. Although baxter attempted to obtain information, details were not available regarding additonal contact information, patient demographics, medication involved, or pump programming. The hospital represetative stated that there have been no reports of any patietn incident involving this pump since the last baxter service event.